Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date in december 2024 and involved an unspecified plum set. When a patient's infusion was complete, the device's cassette was found as dry and the infusion pump did not alarm. This was identified when the nurse was checking in on the patient. This situation was caught before the air in the line reached the patient. The packaging had been discarded when the patient's IV was initiated, so they do not have the lot number. The reporter stated that they did not feel the pump was the cause of the issue because it was inspected by their bio-electronic department and was found to be not faulty. Conversely, the reporter felt that the tubing was responsible for the issue. The nurse had no difficulty priming the IV tubing or infusing the unspecified fluid. There was no report of any human harm associated with this complaint/event.

Manufacturer narrative:
No product samples, videos or photographs were returned for investigation. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history lot number was not reviewed; no lot number information was provided.